Manufacturer narrative:
The company rep examined the system and the reported event could not be replicated. The system was then tested and met all product specifications. There was no sample returned for eval and no additional information provided related to this event. For this reason, steps could not be taken to replicated or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that biometry readings done on a pt were incorrect. The pt was left with +1.50 of hyperopia in the right eye after cataract surgery. The new biometry reading in the phakic (left) eye differs from the first biometry in between 1.00 and 2.50 of power.